Event description:
A user facility reported a defective intraocular lens (iol). Follow-up indicated the iol became stuck in the cartridge of the iol delivery system. There was no pt impact/injury associated with this event.